Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas, after which the sensor successfully paired after troubleshooting with dexcom support. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported alarms, no medical intervention, and no hospitalization. User support included customer follow-up and troubleshooting with education. Investigation of this case revealed that the pairing issue resolved after guidance from dexcom, with no reproducible malfunction observed on the ilet and no device component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was user-system interface factors with transient pairing behavior, with no confirmed device malfunction.